Event description:
The patient underwent an anterior lumbar fusion to treat severe l3-4 lumbar spondylosis, lumbar stenosis. Non medtronic posterior in strumentation was implanted along with bmp in the patient also. 8 months post-op it was reported that the patient suffered low back pain and left sciatica. The patient was admitted to the hospital for aggressive pain management. CT showed mild stenosis at l3-4 with a bone spur or foreign body on the right, spinal canal and impinging on the thecal sac.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.